Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing high power. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed an increase in power consumption on (B)(6) 2017; however, parameters remained within normal operating range and no alarms were logged for the past 14 days leading up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high-power event including but not limited to thrombus formation/ingestion and/or high flows. If information is provided in the future, a supplemental report will be issued.